Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on (B)(6) 2017, during bariatric revision, the device was unable to fire. And cause poor staple formation and incomplete staple line in the distal area. Another device was opened to complete the procedure. No patient injury has been noted.